Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an implantable pulse generator (ipg) system, the right atrial (ra) lead dislodged and when the physician disconnected the lead to reposition, the set screw came out of the grommet and could not be reinserted after multiple attempts. The ipg was attempted/not used and replaced. The ra lead was repositioned and remains in placed. No patient complications have been reported as a result of this event.